Event description:
The patient contacted animas on (B)(6) 2012 and reported the ok keypad button was intermittently unresponsive. The patient denied damage to the keypad. The patient reportedly wore the pump in a pocket and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
Follow-up # 1 date of submission: (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no damage was observed. During testing, the ok keypad button was intermittently unresponsive and required multiple button presses of increasing force to elicit a response; the up arrow, down arrow, and contrast buttons responded appropriately and were functional. There was evidence of contamination found under all of the key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.